Event description:
The customer reported the mag1 and mag2 ratio exceeded 4%. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended. This malfunction may have resulted in an accidental radiation occurrence.